Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section d9 as the device return date was inadvertently missing from the follow up report that was submitted on 23aug2021. To update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath was returned for product evaluation. The dilator was not returned for evaluation. The sheath was returned with a portion of the metacross balloon stuck inside the sheath. The returned balloon was 200 cm, 6 fr, 7 mm x 100 mm (part: bd-p70100er) and 6 fr sheath compatible. The sheath was subjected to visual analysis and mechanical damage was noted along the sheath. It was stretched from the hub to 20 cm from the sheath hub. Several kinks were noted along the length of the sheath shaft. The complaint can be confirmed for sheath catheter mobility. The catheter balloon was found stuck inside the shaft of the balloon and the outer jacket of the sheath was greatly stretched along the shaft. Based on the investigation, it is likely the metacross balloon was not completely deflated prior to withdrawing it from the sheath shaft. Complaint has been opened with manufacturer of the balloon. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Pt info: unk. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire was no longer lubricious, and the balloon broke off in the r2p destination slender sheath. The balloon was pulled apart and the sheath was removed with the balloon inside of it. There was no injury to the patient. Additional information was received on 30jun2021. There was no allegation with the wire first. The claim was the balloon would not come out of the sheath and they stated it got stuck. The wire was not lubricious enough. The patient was fine and stable. A tr band was placed on the patient after the procedure when the sheath was removed. The case was a success. This was a radial to peripheral procedure. The last angioplasty, where the balloon broke in the sheath during removal was the last thing that happened. Once they removed that, the procedure was over, and they put on a tr band. Additional information was received on 06jul2021. The r2p balloon broke not the separate glidewire. To their knowledge there was no resistance on insertion, however there was resistance and there was no spasm.